Event description:
Boston scientific rec'd information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to device erosion and infection. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
---

Event description:
Further information was received that in june 2015 the patient was having issues remembering to take (B)(6) medications which resulted in (B)(6) viral load. Pathology showed light staphylococcus aureus.